Event description:
Following a diagnostic procedure, the physician attempted to deploy an angio-seal device to obtain hemostasis; however, as the physician attempted to deploy the device, it was withdrawn in its entirety from the pt. Manual pressure was held (length of time unknown) and protamine sulfate was given to reverse the previously administered anticoaguation. Hemostasis was achieved without further difficulty. There was no sign of hematoma, and pt follow-up the next day confirmed that no hematoma or further problems wee experienced.